Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Legal counsel for patient reported that the patient is experiencing pain post-implantation. No revision has been reported to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified

Manufacturer narrative:
This report is being submitted to correct information.